Event description:
It was reported that during a da vinci-assisted surgical procedure, the tissue the clamp was holding was very tough, making it difficult to get a proper grip. While trying to maneuver to find a better hold, the prograsp slipped, causing the scissors to collide and break the prograsp cable. The procedure was completed with a backup instrument with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.